Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time. (B)(6).

Event description:
The customer reported that they are currently required to connect two manifolds together to get the 6 port access required. The customer connected the 2 manifolds and tightened them very securely with the luer lock. The luer lock could spin with a finger tip with little to no pressure and the 2 manifolds would instantly disconnect and pop apart. It seemed like there was lubricant in the connection and the taper of the male port just shot apart from the female side due to the connect pressure. The customer is now taping a tongue depressor underneath the 2 connected manifolds to keep them from separating. This condition occurred numerous times (quantity unknown). There was no patient injury or medical intervention associated with this report. No additional information is available.

Event description:
It was reported that during colon procedure the physician reported the device remained closed on the tissue after stapling and cutting the tissues properly. The tissue was stuck on the tissue. The surgeon had to cut the tissues around the jaws to remove the stapler. A new anastomosis was immediately performed with a second stapler. There were no further problems in the procedure.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the membrane is separating from the dome, causing it to leak. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
(B)(4). Jammed knife the analysis found that the (B)(4) device was received with the knife jammed, the closing trigger broken and with a white cartridge reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and no anomalies were found on the handle. After further analysis of the tube the knife was noted to be jammed and nicked. In addition, several b-form staples were noted to be lodged between the knife and the anvil channel, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.